Event description:
It was reported that the pt is unable to adjust stimulation. Additional information has been requested, a follow-up will be sent when additional info is received.

Manufacturer narrative:
(B) (4).